Event description:
The international distributor reported the ventilator would not operate on battery power. The device was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic log noted a 24/+-12v/power fail occurrence. The distributor replaced the power supply to correct the reported problem.

Manufacturer narrative:
Parts requested from international distributor. Parts requested for return.